Event description:
Boston scientific received information that this patient presented to the emergency room due to receiving a shock. A routine evaluation of the system revealed the atrial lead was exhibiting undersensing and loss of capture due to dislodgement. A revision procedure was performed and the lead was removed from service and replaced. The associated device was also explanted and upgraded. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead had been severed 9.2cm from the terminal pin. Additionally, there was calcified body fluid fully encapsulated over the lead tip. Resistance testing of the returned terminal segment confirmed the electrical continuity. An x-ray indicated the electrical continuity of the returned distal segment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.